Event description:
It was reported that the patient developed an infection identified by open incision and purulent drainage. The patient's implantable cardiac defibrillator (ICD) was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Interrogation of the device revealed the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).